Event description:
Complainant alleged that during biomed testing, the device's display was completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. The lcd display will be replaced once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.